Event description:
Pt reports significant problems with asr device post hip replacement surgery of (B)(6) 2004. No revision surgery at this time. Update: (B)(6) 2011 - litigation papers received. The papers allege that beginning in the late summer/early fall of 2009, pt began to experience numbness down the side of his right thigh; severe pain and discomfort in his groin, hip-joint, and thigh; inability to sit for more than an hour without experiencing substantial pain; the formation of severe metallosis which has damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking, clunking, and popping sensation in his hip when bending or moving to and from a sitting position; chromium and cobalt metal toxicity; lack of mobility; and other complications. Pt will undergo revision surgery in the future.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Corrected: event/problem description, brand name, catalog #/lot #, date received by manufacturer, manufacture date. Depuy still considers this investigation closed.